Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the battery (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms. However, review of the data log file revealed an instance involving (B)(6), where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported ¿power disconnect¿ alarm was confirmed; however, the reported display error could not be confirmed. The battery had been lubricated prior to release. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported display error can be attributed, but not limited, to a manufacturing error and/or a faulty component. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 6935m62 lead, dvfb1d4 ICD implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a communication error that resulted in a power disconnect alarm. It was also noted that the fuel gauge on the battery continues to fluctuate for up to one minute after being disconnected from the charger. The battery was removed from service. No patient complications have been reported as a result of this event.